Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 500 mg/dl at the time of incident and blood glucose was 121 mg/dl at the end of call. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with manual injection. Customer stated that battery was out of insulin pump overnight and successfully connected meter and transmitter to insulin pump. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.